Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 966 mg/dl with ketones that were identified as life threatening. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged on (B)(6) 2025.